Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra 2 meter displayed inaccurate readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that at approximately 5:30 am on an unspecified date around 3 weeks prior to contacting lfs, she woke up feeling hypoglycemic with symptoms of ¿nausea that ended in vomiting, ringing in her ears, dizziness, and shakiness¿. In response to the symptoms, the patient stated that she checked her blood glucose with the subject meter and obtained an alleged inaccurate reading of ¿96 mg/dl¿. The patient stated that she ate a whole banana, drank juice, and went to the emergency room (ER). The patient indicated that she was still feeling hypoglycemic at the ER and was treated with IV fluids at approximately 6:30 am. At the ER, the patient reported receiving blood glucose results ¿124 mg/dl¿ on the subject meter and ¿111 mg/dl¿ on the ER meter, performed within 2 minutes of each other. The patient indicated that she also received a change in dose of her lantus insulin and was advised to have the meter replaced. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after obtaining an alleged inaccurate result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.